Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure the pressure reached 26 atm and was broken. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one catheter returned for evaluation. Upon visual inspection, it was noted that there was a burst on the catheter which exposed the inner guidewire lumen. The luers were noted to be bloody and no anomalies were noted to the bifurcate. No further functional testing was performed due to the condition of the device returned. Two photos were provided and reviewed. The first shows the balloon loaded onto guidewire and blood residues seen throughout the balloon. Burst was noted on the catheter shaft. The second photo shows the balloon seen inside the transparent packaging. Burst was noted on the catheter shaft. Blood residues were seen on the balloon. No other anomalies were noted. Therefore, the investigation is confirmed for the reported burst container or vessel as burst was noted on the catheter shaft. A definitive root cause for the reported burst container or vessel could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the pressure reached 26 atm and was broken. There was no reported patient injury.